Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site and right foot. It was also stated that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.